Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm and an acute type b aortic dissection, zone 2, using gore® tag® thoracic branch endoprostheses. Two gore® tag® conformable thoracic stent graft with active control system were placed in the descending thoracic aorta. During deployment of the aortic component, a distal migration of approximately 1¿2 cm occurred, but the procedure was completed without further issues. Postoperatively, upon emergence from anesthesia, the patient presented with bilateral lower-extremity paraplegia. Spinal drainage was initiated, resulting in slight neurological improvement. On february 20, 2026, additional information received, and improvement in the paralysis symptoms was confirmed. Physician¿s comment: this patient had a complex aortic pathology, including a combination of aneurysm and dissection in the aortic arch, as well as an additional aneurysm in the descending thoracic aorta. As a result, a wide aortic coverage extending from the left subclavian artery to just above the celiac artery was required. The extensive coverage likely contributed to the postoperative paraplegia.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #tgmr404015j, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.